Event description:
The customer reported that after pipetting an htlv 1/2 plate on summit the technician indicated that no control sample was delivered to well a6. No error was generated. No death or serious injury was associated with this incident.